Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of a "pump with insert clamp" was confirmed. Service determined that the cause was due to a corroded slide clamp sensor. The sensors were cleaned and resoldered to resolve the issue.

Event description:
The facility representative reported a flogard infusion pump with an insert clamp alarm. The event was reported to have occurred upon power up in the intensive car unit. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.